Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take.  Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined.  It further warns that damaged equipment should be reported to the manufacturer and inspected. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report

Event description:
It was reported by the vad coordinator that while in the hospital this patient disconnected the ac adapter from controller while one battery was still connected. The pump stopped and a high priority alarm sounded. The battery was exchanged and there was no reported effect on the patient. No further information was provided.

Manufacturer narrative:
(B)(4). Battery bat205630 was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event of "no power". The reported event was confirmed via log files which revealed several power up events during the time bat205630 was connected to the controller with a cac adapter. However, analysis of the device revealed that the device met specifications; the device passed visual examination and functional testing. The battery was able to successfully power the pump and controller. The reported event could not be duplicated at the bench level. No failure detected; the reported event could not be duplicated at the bench level. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.